Event description:
Procedure type: lap gastric bypass. According to the reporter: the needle would not toggle between the jaws and fell out of jaws before surgery had started. There was no pt contact. A new instrument was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4).